Event description:
Patient with history of endometrial cancer was admitted for a right chest port placement. When opening the cardinal health 200, llc octyl topical skin adhesive, dome tip, 0.8ml, the skin glue would not open. No glue would come out. No patient harm.